Event description:
A patient with ovarian cancer was undergoing an exploratory laparotomy for total abdominal hysterectomy, bilateral salpingo-oophorectomy, omentectomy and debulking with possible appendectomy, lymph node dissection, recto-sigmoid resection and anastomosis. Exam under anesthesia revealed a pelvic mass that filled the cul-de-sac and was sidewall to sidewall in size. Pre-op CT scan showed disease consistent with stage iiic with an omental cake, tumor on the right diaphragm, possibly on the surface of the right tip of the liver, small para-aortic node and a large bilateral 10-12cm complex ovarian masses with the small uterus. Surgeon had gone back to the obliterated umbilical and in dissecting the umbilical artery off of the lateral aspect of the mass encountered what started off to be bleeding from the uterine vein or veins that came off of the hypogastric vein. Tenting the obliterated umbilical laterally and the ureter medially, surgeon grasped and attempted to get control of the bleeding. Every time surgeon got control, surgeon fired the ligasure and hemostasis was not adequate. Surgeon had used two different ligasures in an attempt to get hemostasis and neither one proved to be adequate. There was a massive intraoperative hemorrhage of six liters of blood. Patient given eight units of packed red blood, four units of cryoprecipitate, three units of platelets, and four units of fresh frozen plasma. Surgeon had to abort the surgery and was not able to complete the debulking. Patient transferred to ICU for closer monitoring.